Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no analysis of the device revealed normal battery depletion. Product performance information was also received, analyzed, and the device was at elective replacement indicator (eri). Low voltage eri occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had a longevity of less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a longevity of less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.